Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received unexplained or randomly no delivery alarm, they had press buttons more than once, start over and received insulin pump to respond. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.